Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this right ventricular lead, high out of range pacing impedances were exhibited post lead placement. As such, the lead was surgically abandoned during the same procedure and another lead implanted without incident. No resulting adverse patient effects were reported.